Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they saw a power on reset (por) error code on the patient programmer on (B)(6) 2016. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a patient reported they had called her healthcare professional (hcp) in early (B)(6) and they could not get her in until (B)(6). The patient noted they felt like the hcp should have made an effort to get them in earlier especially after the manufacturer representative (rep) stated the staff could fix the problem. The patient noted the cause of power on reset was the rep found the registration was off by one number. The patient reported the power on reset had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.